Event description:
It was reported taht when the device was used during a gastrectomy, it would not fire (anastamose). There was no feel of punching out in spite of gripping the handle completely. It was not reported how the case was completed. There was no reported pt consequence.